Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report high blood glucose levels. The customer's reading was 400 mg/dl. The customer treated with manual injections and food. The customer's symptoms included having cotton mouth and no energy. During troubleshooting, the customer found soda-sized air bubbles in the tubing; customer was able to remove the air bubbles. The customer found that the time was incorrect; customer was assisted with correcting the time. The customer found a weak battery and a no delivery alarm in the alarm history. The customer performed the high pressure test and it passed. The customer was advised to change the entire set, reservoir, and insulin and treat. The insulin pump was not replaced or returned for analysis.